Manufacturer narrative:
Estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the anatomy, the guide wire tip became kinked. Manipulation during retraction resulted in the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the command guide wire separated. There was no reported information regarding removal of the separated piece; therefore, it potentially remains in the patient. No additional information was provided.